Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. Other medications the patient was taking at time of the event was not available. The date of the event was (B)(6). It was reported the patient contacted the office on (B)(6) that his pump was alarming and he was going through withdrawal symptoms. The pump had an unknown motor stall. The elective replacement indicator (eri) was 11 months. On the night of (B)(6) the physician contacted the representative saying he was going to replace the pump. The pump was replaced (B)(6). The replacement was successful, and the patient was now ¿ok¿. The new pump was working fine. The explanted pump will be sent back for analysis. Environmental/external/patient factors that may have led or contributed to the issue was not applicable. The issue was not resolved. Patient status at time of this report was alive - no injury. Patient weight and medical history was asked and will not be made available. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: morphine with concentration 20 mg/ml at a dose rate of 6.001 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-b earing. Because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.